Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to moisture damage found on the electronic assembly. No moisture damage on the motor, battery tube, and vibrator noted.

Event description:
Information received by medtronic indicated that the insulin pump had crack at the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.